Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion black, guide catheter. Hyperion 6f sal1.0. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, 80% stenosed, concentric, moderately calcified lesion in the mildly tortuous distal right coronary artery. The 3.00x15 mm nc traveler balloon dilatation catheter (bdc) was soaked in saline prior to use and air aspirated outside the anatomy. No resistance was noted during advancement; however the bdc ruptured during the first inflation at 8 atmospheres for 30 seconds. The bdc was replaced with a non-abbott bdc and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.